Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 540 mg/dl. The customer¿s blood glucose level was 211 mg/dl at the time of the incident and current blood glucose level was 172 mg/dl. The customer blood glucose levels were 500 mg/dl and 520 mg/dl. The customer was treated with insulin pump and shot. It was reported that the insulin was blocking and had high blood glucose level. . The customer was advised to avoid bending or straining tubing where it connects to reservoir and watch how she places tubing. The insulin the pump will not be returned for analysis.